Event description:
Posey company received a medwatch report from the user facility that indicates a sitter select bed alarm was put into use with an (B)(6) year old female patient. The patient was later found on the floor and the bed alarm did not alarm. The unit had been checked after it was put on the patient and prior to the fall and it was working. Post fall the patient x-rays reveal that the patient sustained a fractured hip. The patient was released from the hospital on (B)(6) 2011.

Manufacturer narrative:
(B)(4). (B)(4) - alarm, failure to. The product was requested to be returned for evaluation. The facility has indicated that the product will not be returned to posey, but is available for investigation by posey at the facility site. Posey will schedule a site visit. (B)(4).